Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2020, a customer contacted merge healthcare to inform us that they were unable to view an exam report from a recent exam. Upon investigation and troubleshooting by merge healthcare support, it was determined that the report ID and exam ID were not linked. The root cause is believed to be 2 users writing to the database table at the same moment. The customer re-read the exam and was able to successfully view the report. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference (B)(4).